Manufacturer narrative:
(B)(4). Unit alarmed pump error alarm during motor rewind due to a jammed gearbox. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm multiple times. Customer reported that they were able to clear and rewind the insulin pump. Insulin pump passed self test and displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.